Manufacturer narrative:
The insulin pump was received with no button response on the esc button due to moisture damage on keypad traces noted. The insulin pump was unable to perform displacement test, operating currents measurements and off no power test due to unresponsive keypad. The insulin pump was unable to verify battery out limit alarms due to unresponsive keypad. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that a battery out limit alarm was received on the insulin pump. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.